Event description:
The needle from a tuberculin syringe dislodged from the hub of the syringe when it was inserted into a vial of heparin to prepare the syringe for administration. The needle remained in the heparin vial and did not cause injury to anyone.